Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint. And completed the device evaluation. Failure analysis investigation confirmed, the customer reported complaint. The instrument was found with thermal damage at the yaw pulley. Black char marks were observed. Any material missing is likely to be thermally induced, rather than mechanically induced. The electric continuity test still passed. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. Additionally, the main tube exhibited signs of scratch marks/abrasions on the distal end. The main tube scratch marks measured roughly 0.03" to 0.38" in length, and were not aligned with the tube axis. Material was missing from the surface of the main tube. This failure is most commonly caused by excessive contact with abrasive or hard surfaces during transport or reprocessing. Failure analysis found the additional failure of main tube scratch marks to not be related to the customer reported complaint. No insulation damage was observed to the conductor wire.

Event description:
It was reported that during central processing, the end of the maryland bipolar forceps (mbf) instrument is charred/burned. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument and cannula were inspected prior to use with no issues identified. No issues were identified during the procedure. And the procedure completed as planned with the same instrument. The surgeon is unsure what caused the thermal damage found on the instrument tips during reprocessing. The customer confirmed no patient injury was reported.